Event description:
It was reported the patient had a revision some time in 2014. It was reported lead migration was the reason for the revision. It was noted ¿things got better¿ after the revision.

Event description:
Additional information received reported that it was uncertain if the patient had a revision. The reporter believed it may have been a reprogramming. It was further reported that the patient had her original system implanted in 2009 and had a lead replaced or added to the system in 2010. It was noted that since 2010 there had not been any operative procedures done for the patient per the office of the health care professional. It was noted that the patient may have gotten their timing mixed up regarding the previously reported information.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009-05-28, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).